Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the non-tortuous mid left anterior descending (lad). A 2.5x23 otw xience apine stent delivery system (sds) was unpackaged and prepped without difficulty and the sds was advanced without resistance to the target lesion. When attempting to inflate the device to nominal pressure, the balloon did not inflate at all. No leaks were noted. The sds with undeployed stent was withdrawn without resistance. While outside of patient anatomy, another attempt was made to inflate the sds and it was able to inflate without difficulty, but was unable to be deflated at all. There were no adverse patient effects and no occurrence of a clinically significant delay. Another xience alpine was used successfully to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was unable to be confirmed. The reported deflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.